Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the surgeon has noticed an increase in seroma formation 10-30 days post-operatively after use of rhbmp-2/acs in posterior lumbar fusion procedures. No additional information has been provided.